Manufacturer narrative:
Other applicable components are: product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient has been experiencing balance issues, speaking issues, and has been falling quite often. The patient also felt like he was sea sick and has a different way of speaking because the therapy interferes with his vocals. The patient stated that sometimes he has to speak louder and sometimes he sounds like he is mumbling. The patient reported that the balance issue began occurring over 2 years while the other dates of onset remains unknown. The patient was redirected to the health care provider (hcp) to address the symptoms. Additional information received from the patient was reported via printed text as he could not sign his name or even print letters or numerals. He reported that he did feel different when discharged from the hospital after implant, but being a man with above average intelligence, who did not panic easily, he attributed his feelings as normal. The patient fell hitting his head causing a painful and bloody condition which required three metal staples to close. The staples were close to the site of the implant. While he did think of the fall, he felt things happen and he should be more careful. Since then, he had been by his healthcare providers (hcp) who had been caring for his parkinson's for many years. He had many problems, one being that as he spoke his voice became weaker, so that he could not be heard, or he would mumble and was not understood. A more distressing problem did occur when he was drinking and the fluids went into his wind pipe causing him to choke and cough. He had been called a drunk by total strangers because of the funny way he walked as well. His walking was so bad that his medical group had given him a walker with a seat so he could rest. However, the worst episode was the patient had by this time a history of falls. The falls give him bruises and scrapes, but no serious injuries. One did result in an ambulance trip to a hospital where he was admitted after x-rays and a one day stay until being discharged. He stated that both of his hcps had tried many times to solve his illness. The hcps had also adjusted his electrode power intake with some limited success. This was mostly done by the increase or reduction of the electricity that was entering his body. Eventually they would reach a satisfactory point and with some medicine adjustments he would feel better, but not for any length of time. In order to resolve his issues he must concentrate on what he was going to say and remember to try to raise his voice. It was not easy to do and it was hard to explain because it was like a change of one's lifestyle as well as learned habits. The patient's hcps also authorized physical rehabilitation to deal with his loss of balance, which was causing him to fall often and to have difficulty standing from a sitting position; he usually knocked his chair backwards. At the rehab center he was told to try to stand on a piece of plywood, which was atop a small barrel. The barrel made the wood roll from left to right and reverse. It was like standing on a small boat, which was being rocked by waves. It did not work. He felt the entire situation had turned into a "snafu." He had parkinson's disease and heard and read many publications about the good work done to relieve the troubles. Some of the bad results in a paper bothered him as well. He noted while these would worry anyone, he felt that he still wanted the operation no matter how small the chance for equilibrium. The patient recently spoke to several doctors not connected in any way to deep brain stimulation who were all of the same opinion: "do not touch the brain." Refer to manufacturing report #3004209178-2016-23504 as the patient had two inss implanted and it was not specified if one or the other was the cause.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.